Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the arm was stripped. Invacare awareness date 03/15/2013. Complaint was not given to regulatory affairs for processing until 05/30/2013.

Event description:
Per provider, the arm was stripped.